Event description:
It was reported that impedance issues were discovered at the initial programming. This programming occurred on (B)(6) 2026 which was three weeks following the procedure date for implant on (B)(6) 2026. Impedance issues are reported for contact 0 on the left stn. These impedances were normal at time of implant which were verified twice, once when the device was connected and once upon skin closure. In clinic, on (B)(6) 2026, monopolar and bipolar impedances on contact 0 were reporting high. Low levels of stimulation were run through contact 0 in efforts to alleviate impedance issues. This resulted in impedances dropping from high to investigate (>10k). Programming continued as normal. At the end of the programming visit, the impedances were rechecked and had dropped closer to normal range but still in the investigate range at >5k. The bipolar impedances cleared to be green and normal, however, the monopolar on contact 0 was still >5k. It was discussed in clinic that it may be fluid surrounding the lead that could resolve with time as the patient was still so new from surgery. On (B)(6) 2026, this patient was seen in clinic again and impedances remain investigate at >5k on contact 0 in both the monopolar and bipolar impedances intermittently. No falls were reported between surgery and the initial programming. Post-op imaging does not suggest any fluid or bleeding. The manufacturing rep who was in the case reported that the impedances were elevated intra-op but after disconnecting, wiping and reconnecting the lead to the extension, these impedance issues resolved and the surgeon proceeded to close.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.